Event description:
This was the end of chemotherapy treatment for this pt. The doctor noticed noticed a growth at the end of the catheter. It was sent to pathology but the results are unk. The pt may not have received the appropriate dosage of chemo medication. The catheter was returned to the manufacturer.

Event description:
Add'l info rec'd from MFR 11/12/04: the product was not returned to the manufacturer, therefore MFR can not determine whether the events described in the medical device report are or are not attributable to the device.